Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation. The meter and test strips have been returned for investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing. When the investigation is completed a follow up report will be submitted.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:36 am, the result from the meter was 4.3 inr. At 11:37 am, the result from the meter was 3.0 inr. The customer's therapeutic range is 2.1-3.1 inr.

Manufacturer narrative:
The customer's returned meter was tested with a a retention level 2 control and the lin 3 control. Level 2 control: testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr . Qc 2: 2.8 inr . Qc 3: 2.8 inr . Lin 3 control: testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.1 inr . Qc 2: 5.2 inr . Qc 3: 5.1 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. The investigation did not identify a product problem. The cause of the event could not be determined.